Event description:
Issue reported involved a frozen touchscreen on pump, which became unresponsive to user inputs. Customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Customer reset the pump as instructed by technical support, successfully restoring screen functionality.